Event description:
The following was reported to hamilton medical ag: technician went to install ventilator at customer site and complain they cannot get vent to start up with power or batteries. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields have been updated. It was reported that the device failed to power on during the very first installation at the customer site. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. During start-up, the ventilator went into ambient mode and alarmed with technical faults. The front panel battery led flashed sporadically, and the device remained unresponsive. The root cause of the event was determined to be voltage supervision alarms caused by out-of-tolerance voltages (+3.3v, +5v, +3.3v_backup, +12v), resulting from defective electronic components on the driver board. The driver board was replaced to correct the issue. Functional and service software tests were performed in accordance with manufacturer specifications. The unit passed all tests and was placed in to service.

Event description:
The following was reported to hamilton medical ag: technician went to install ventilator at customer site and complain they cannot get vent to start up with power or batteries. No patient involvement.